Event description:
Dexcom g6 sensor reading 218 mg/dl. Finger stick reading 170 mg/dl. Automatic insulin delivery given based off false high, now I have a plummeting blood glucose because of this dexcom's terrible product.